Event description:
It was reported that during a coronary artery drug eluting stenting procedure the stent was damaged. The lesion was located in the lad (left anterior descending) and during crossing the lesion resistance was felt. Several attempts were made to cross the lesion, but the stent was damaged. The procedure was completed with another of the same device. There were no pt complications and the pt was reported to be "good".